Manufacturer narrative:
Additional information was added to d9, h3 and h6. H10: the device was received for evaluation. A visual inspection was done which observed a tear at the lower left corner area in front of the bag. A functional testing was performed which revealed a leak at lower left corner area. Upon magnified inspection observed a tear/hole in the lower left corner area in front. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the lower left corner seam. The leak was identified after compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from july 15, 2020 - july 16, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.